Event description:
On 07/09/2001, it was reported to company that a patient who underwent a disc decompression procedure in 2001, using a perc-dle spinewand was experiencing numbness and leg and back pain. Pt was admitted to the hospital several days post-operatively, and had an emergency magnetic resonance which showed no change from pre-operative magnetic resonance. Pt was prescribed steroids and to date is reported to be doing well wtih diminished leg and back pain. The pt still has some complaint of numbness as of the thirteenth day postop.